Manufacturer narrative:
Additional information: g3, correction: h6 (imf code: f2301) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while clipping the vessels, a total of four clip appliers were used but the clip scissored for every 2-3 times and could not hold on. A competitor device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 176630 - 176630 endoclip iii 5mm applier, lot# j4a4311y 176630 - 176630 endoclip iii 5mm applier, lot# j4a4311y 176630 - 176630 endoclip iii 5mm applier, lot# j4a4311y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.